Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Suspected possible false negative sars result for 1 symptomatic consumer. The consumer communicated that they had tested positive approximately a week prior, still was experiencing symptoms and tested negative quickvue otc. No confirmatory testing had been completed.